Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving lioresal 500 mcg/ml at 165 mcg/day via an implantable infusion pump for intractable spasticity, multiple sclerosis and other spasticity. The lot number was unable to be obtained. It was reported the event date was (B)(6) 2016. The event occurred during the procedure. The patient had a normal pump replacement. The patient had not had any issues and denied any symptoms of withdrawal. During explant of the pump, the healthcare provider (hcp) was unable to aspirate the catheter access port (cap), even after replacing the sutureless connector. It was discovered the catheter was not in the intrathecal space. The catheter was therefore removed and replaced with an ascenda catheter. The patient started at a lower daily dose and the managing hcp was notified. It was unknown if there were any environmental/external/patient factors that may led or contributed to the issue. It was noted the patient's medical history included multiple sclerosis (ms). The patient was in a wheelchair. They were not aware of any falls. The issue was considered resolved at the time of the report. Other medications the patient was taking at the time of the event were unknown. It was noted the patient was getting 165 mcg/day prior to catheter replacement. The dose was lowered to 50 mcg/day and will be titrated up as needed. The patient's status at the time of the report was "alive-no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.